Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Delivery accuracy testing on the pump was unable to verify the complaint.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump had a difference between the volume by the computer on the pump and the volume that was actually delivered. There was no alarm detected during treatment either. No reported adverse events.